Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping, had a low augmentation and could not zero fiber optics. The customer stated that was not able to restart the pump and tried shutting it down and rebooting it. Since it did not result in successful pumping, the customer switched the console out and then everything worked as expected. The therapy was delivery as expected. The customer inquired as to the alarms and messages that were occurring on the screen at the time; even though it was not sure that the customer stated that it had to do with a calibration issue or fo module sensor. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found no issues with the unit, although low augmentation alarms were found which could have been caused by a clinical issue. The fse completed a pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping, had a low augmentation and could not zero fiber optics. The customer stated that was not able to restart the pump and tried shutting it down and rebooting it. Since it did not result in successful pumping, the customer switched the console out and then everything worked as expected. The therapy was delivery as expected. The customer inquired as to the alarms and messages that were occurring on the screen at the time; even though it was not sure that the customer stated that it had to do with a calibration issue or fo module sensor. There was no harm or injury to the patient and no adverse event was reported.